Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer has an issue with an scd controller power cord. The unit was sent to a local covidien service center and a service technician found that there were visible copper wires.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). A review of information in the complaint file indicates this investigation was performed by a covidien international service center for the reported condition of:the customer states a power cable issue occurred. Therefore, this report will be based on information provided by the service center. Information provided indicates that the power line was found broken through inspection and testing, exposing the inner copper conductors, which is an electrical safety hazard to the user and confirms the reported condition. There was no failure analysis data provided in the complaint file; therefore, the root cause of failure was not identified. The power cord was replaced to correct the problem. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. Product scd express was manufactured in 2007. A review of the device history records shows this device was released meeting all manufacturing specifications. The service history for this unit is maintained by the local service center. This information will be utilized for trending purposes to determine the need for corrective action